Event description:
It was reported that the patient had ineffective therapy. As a result the ipg was removed at an unknown date for other treatment options.

Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.